Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, sleeve gastrectomy was performed and no active bleeding was observed at the time of closing. Two hours later, the patient had to be re-operated on due to excessive bleeding. The bleeding was found along the mesentery of the stomach and controlled with suture. A surgical intervention was needed to prevent a permanent impairment. The patient¿s hospitalization was extended three to five days.